Event description:
Foley inserted 2/26/97 after inability to void post-partum. Next day, attempted to remove foley. When aspirating fluid from bulb, only 4cc of 10cc obtained; 4cc reinserted, only 3cc returned. Urologist unable to remove at bedside. Given IV sedation in prep for cysto. While being moved onto table, foley fell out; lumen appears to still be slightly inflated.